Manufacturer narrative:
Tandem diabetes care recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump unexpectedly shutdown. Customer charged pump and after loading a new cartridge, insulin delivery was resumed. Customer reviewed pump history and pump low battery alerts/alarm were found. Contact acknowledged that pump shutdown due to battery depletion. Customer's blood glucose (bg) 600 mg/dl and ketone level was large. Manual insulin injections were administered to address bg. Contact required no further assistance from tandem technical support.